Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced a hemorrhagic stroke. The family reported a sudden onset of slurred speech and left sided weakness (face, arm, leg). Upon presentation to the emergency department, the patient was moving his right upper and lower extremities and was speaking, but was dysarthric and slurred. The patient was taken for a head CT. The patient had sudden onset emesis, rapid decompensation, lost of consciousness, and became non-verbal and not following commands. The patient was urgently intubated in the CT scan. Head CT scan results: there is a large intraparenchymal hemorrhage involving the right frontal, parietal, and temporal lobes. There is subsequent leftward midline shift by approximately 8 mm in mass effect upon the right lateral ventricle. There is intraventricular extension of the hemorrhage into the 3rd ventricle and occipital horns of the lateral ventricles. Mild edema surrounds the hemorrhage. Bilateral lens replacements are noted. On (B)(6) 2017, the patient was found unresponsive and showed asystole on telemetry. Patient found to not have breath sounds, heart sounds, pulseless, and pupils fixed and dilated. The patient expired on (B)(6) 2017.

Manufacturer narrative:
An autopsy was not performed and the device was not explanted. No product was available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not conclusively be established. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.